Event description:
Patient reported, she stopped using the infusion device because it "constantly" triggered error messages. Her diabetes counselor requested an evaluation to determine if the insulin delivery is accurate and what error messages were received. Patient was hospitalized from (B)(6) 2012-(B)(6) 2012 due to a serious intestinal disease and previously had 48 stomach surgeries. It was reported, her stomach is "totally scarred" and she is allergic to steel infusion needles. She often experiences hyperglycemia in the 200-500 mg/dl range and recently had a blood glucose level of 946 mg/dl. She did not have any symptoms of hyperglycemia and was not positive for ketones. It was reported insulin therapy is "complicated" as she receives nourishment by a stomach port. The infusion device was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.